Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd. Associated MDR: 1018233-2013-00363.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in pain, erosion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. Product was used for a pelvic organ prolapse. The procedure included repair of urethrocele, rectocele with mesh, and vaginal vault prolapse repair